Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple empty cartridge alarms occurred while the cartridge was not empty. There was no reported adverse impact to the customer. No additional information was provided.